Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter: patient underwent a cholecystectomy procedure for gall bladder. The clip that was put on the biliary duct failed, raw bile dumped into the belly. The patient was in extreme pain and then returned to the hospital. Patient was tachycardia at 140 bpm (beats per minute), with acute kidney injury and in septic shock. Patient spent three days in the intensive care unit. A stent was placed to stop the flow of bile. The stent was leaking so another stent was required. Patient was almost to the point of death and experiences ptsd (post traumatic stress disorder) due to the issue.